Event description:
During implant, the right atrial (ra) lead became dislodged. The physician attempted to reposition the lead, but the helix failure to extend or retract. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning the blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The fully measured helix extension length was within specification. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts.